Event description:
According to the complainant, during the procedure, the needle could not be retracted into the sheath. Removed the entire scope with the needle exposed. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
A review of the device history record revealed no anomalies associated with this incident. Device received with the needle retracted into the sheath and with the syringe attached to the handle. The needle extension and working length are within specification. Normal device function was verified. Sheath of device was coiled into loops and the needle could be extended and retracted easily. The coil wire is slightly bent where it attached to the needle. There is not enough information to determine the root cause of this complaint. A likely root cause is the end user not properly retracting the needle. The handle of the device has a locking feature when the needle is extended. The button that extends and retracts the needle must be pressed down in order to retract the needle.